Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter had started displayed alleged inaccurately high results one morning in (B)(6) 2017. She reported that she obtained an alleged inaccurately high blood glucose result on the subject meter of "143 mg/dl" compared to "103 mg/dl" on a onetouch ultramini meter performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with oral medication, diet and takes daily exercise. She reported that she had followed her normal diabetes management routine following the start of the alleged issue. She indicated that within 2 days of obtaining the elevated results, she developed symptoms of "tiredness, listlessness and despair." No medical treatment was reported for her symptoms. At the time of troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, her test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. The cca walked the patient through a control solution test and the result fell outside the expected range. The patient's products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury adverse event, i.e. Tiredness, listlessness and despair, after the alleged product issue began.